Manufacturer narrative:
Pump was received with flashing white display. Unable to perform displacement test, self test due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba2/40 pins flexible cable, also pump received with partial broken retainer ring and missing reservoir tube o-ring. Unable to lock a test p-cap into the reservoir compartment due to broken retainer ring and missing reservoir tube o-ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken reservoir tube lip, cracked battery tube threads, cracked case corner of belt clip rail, broken belt clip rail. Pump was received with flashing white display due to moisture damage electronic assembly. Broken retainer ring and missing reservoir tube o-ring, unable to lock a reservoir in place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage that affected the functionality. The customer also reported a partial display and a flashing white display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the display issue and cosmetic damage and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.